Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis team. Upon visual inspection, noticed the parallelogram flat flex cable was rubbing on the sides and the ground strap is dented. Usm was installed onto the patient side cart (psc) fixture test platform (pftp) and failed node check. The failure showed error 319 with node ac_3e not present. Replaced the parallelogram first due its condition, but the error still persisted. Replaced the axes controller spar (acs) board next and the unit passed all pftp tests. The root cause is attributed to a faulty acs board in the usm. This issue may be resolved by replacing the usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported the system shut down without warning. The customer powered the system back up and had a 26020 fault on the patient side cart (psc). The customer then performed a hard power cycle on the psc and the system came back up with multiple non recoverable faults including a 319 error on universal surgical manipulator (usm)3. The surgeon stated they have an instrument on tissue and the customer used the instrument release key (irk) to release the instrument. The customer was unable to continue with the system. The tse recommended customer bring in the psc from the other system at the hospital. The procedure was converted to another dv system. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said the jaw of the instrument was stuck was on the tissue after the non-recoverable fault. The instrument release key was used to successfully remove the instrument from the tissue. There was no injury to the tissue. There was no adverse effect to the grasped tissue. There was no unexpected tissue removal. There was no bleeding. The procedure was converted to another dv system. The photographic image of the device or video recording of the procedure are not available for isi review. There was no injury/harm to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the error. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.